Event description:
A malfunction was reported on a pump, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Cts assisted the customer with resetting the pump, and the malfunction code did not recur. The customer was advised that the pump could still be used and to reach out again if issues reappeared, which the customer acknowledged.